Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) despite all troubleshooting options. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) device was implanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.